Manufacturer narrative:
Investigation: per the article, " serum probnp levels (roche cobas 6000 analyzer) were measured before g-csf stimulation, after 5-days of g-csf stimulation, both prior to and immediately after apheresis procedure. For four healthy donors who returned to have postcollection follow-up more than 7 days after apheresis collection, serum probnp levels were also measured." The authors conclude the case series demonstrates an increase of serum probnp can be common in hpc donors stimulated with 5 days of 10 mcg/kg g-csf. The authors note that this is an adverse reaction that has not been described before. The temporary elevation of probnp in these donors is not associated with ventricular dysfunction of the heart. Article citation: chen, l.n., c montemayor-garcia, ka west-mitchell, cc cantilena. Increased serum pro-b-type natriuretic peptide in hematopoietic progenitor cell donors stimulated with g-csf. Journal of clinical apheresis. 2022; 1-6. Doi: 10.1002/jca.21979 investigation is in process. A follow up report will be provided.

Event description:
The article, 'increased serum pro-b-type natriuretic peptide in hematopoietic progenitor cell donors stimulated with g-csf' describes a study of eighteen healthy donors who underwent a mobilization regimen of 10 g/kg granulocyte-colony stimulating factor (g-csf) daily for 5 days prior to allogeneic (hematopoietic stem cell) hpc collection using spectra optia between january 2016 and february 2017. Serum probnp (pro-b-type natriuretic peptide), a serum marker of heart failure, levels were measured before and after g-csf stimulation and immediately after apheresis. The majority of donors (86.7%) had post-g-csf elevation of serum probnp. Seven of those had elevated probnp above upper normal range (124 pg/ml). The subgroup of donors with normal probnp is younger (median age of 37 vs 42 years), with majority being male (90.9% vs 28.6%) and with smaller processed blood volume (2.2 vs 3 x total blood volume). Per the article, "donors were evaluated after receiving g-csf for hpc mobilization. The symptoms were graded as: mild¿no medication needed, moderate¿pain responded to medication (nonsteroid anti-inflammatory drugs [nsaids] or oxycodone), and severe¿when pain did not respond to medication (nsaid or oxycodone)." Donors characteristics: n (%) (total n = 18) sex: male 12 (66.7%) female 6 (33.3%) age (years) median = 38 (range: 21-58) bmi median = 29 (range: 20.9-38.1) race white 10 (55.6%) black 2 (11.1%) hispanic 6 (33.3%) processed volume median = 2.6 (range: 1.5-5.9) (fold of tbv) baseline probnp median = 24 (range: 5-64) (pg/ml) (n = 15) post-g-csf symptoms severe 3 (16.7%) moderate 2 (11.1%) mild 13 (72.2%) further details regarding patient information or recovery from events is not provided in the article, therefore this report is being provided as a summary. The device is not available for return for evaluation.

Event description:
The article, 'increased serum pro-b-type natriuretic peptide in hematopoietic progenitor cell donors stimulated with g-csf' describes a study of eighteen healthy donors who underwent a mobilization regimen of 10 ¿g/kg granulocyte-colony stimulating factor (g-csf) daily for 5 days prior to allogeneic (hematopoietic stem cell) hpc collection using spectra optia between january 2016 and february 2017. Serum probnp (pro-b-type natriuretic peptide), a serum marker of heart failure, levels were measured before and after g-csf stimulation and immediately after apheresis. The majority of donors (86.7%) had post-g-csf elevation of serum probnp. Seven of those had elevated probnp above upper normal range (124 pg/ml). The subgroup of donors with normal probnp is younger (median age of 37 vs 42 years), with majority being male (90.9% vs 28.6%) and with smaller processed blood volume (2.2 vs 3 x total blood volume). Per the article, "donors were evaluated after receiving g-csf for hpc mobilization. The symptoms were graded as: mild¿no medication needed, moderate¿pain responded to medication (nonsteroid anti-inflammatory drugs [nsaids] or oxycodone), and severe¿when pain did not respond to medication (nsaid or oxycodone)." Donors characteristics: n (%) (total n = 18) sex: male 12 (66.7%) female 6 (33.3%) age (years) median = 38 (range: 21-58) bmi median = 29 (range: 20.9-38.1) race white 10 (55.6%) black 2 (11.1%) hispanic 6 (33.3%) processed volume median = 2.6 (range: 1.5-5.9) (fold of tbv) baseline probnp median = 24 (range: 5-64) (pg/ml) (n = 15) post-g-csf symptoms severe 3 (16.7%) moderate 2 (11.1%) mild 13 (72.2%) further details regarding patient information or recovery from events is not provided in the article, therefore this report is being provided as a summary. The device is not available for return for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per the article, " serum probnp levels (roche cobas 6000 analyzer) were measured before g-csf stimulation, after 5-days of g-csf stimulation, both prior to and immediately after apheresis procedure. For four healthy donors who returned to have postcollection follow-up more than 7 days after apheresis collection, serum probnp levels were also measured." The authors conclude the case series demonstrates an increase of serum probnp can be common in hpc donors stimulated with 5 days of 10 mcg/kg g-csf. The authors note that this is an adverse reaction that has not been described before. The temporary elevation of probnp in these donors is not associated with ventricular dysfunction of the heart. Article citation: chen, l.n., c montemayor-garcia, ka west-mitchell, cc cantilena. Increased serum pro-b-type natriuretic peptide in hematopoietic progenitor cell donors stimulated with g-csf.. Journal of clinical apheresis. 2022; 1-6. Doi: 10.1002/jca.21979 further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that this event is a non-complaint because the authors stated that all the adverse reactions were a result of g-csf and had nothing to do with tbct device. No further reporting will be provided as this does not represent a reportable event.